Event description:
It was reported that balloon failure to deflate occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was advanced and inflated to 16 atmospheres. Attempts to deflate the balloon were unsuccessful, and it remained inflated for 5 minutes while still inside the patient. The balloon was removed together with the introducer in a single movement and the procedure completed using an alternate method. There were no patient complications as a result of this event.